Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, twelve years six months of post-deployment, computed tomography of abdomen and pelvis was performed due to abdominal pain and the result demonstrated that an infra renal inferior vena cava filter in place. Subsequently, after one month, a computed tomography scan was revealed that there was some perforation of the struts from the inferior vena cava but did not obviously perforate any surrounding structures. These struts have perforated outside the vena cava wall and caused abdominal pain as well as a sharp pain in the chest area. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.